Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this system displayed high, out of range pacing impedances and noise on the right ventricular (rv) channel one day post implant. A revision procedure was performed. The pocket was opened and the lead was checked with a pacing systems analyzer. The resulting measurements were normal. The lead was then reattached to the pulse generator and operated as expected. The local field representative (fr) reported that the lead had not been fully inserted into the header during the initial implant. A small hematoma was noted in the pocket and was evacuated at the time of the revision procedure. There were no additional adverse patient effects. The system remains in service.